Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 100% stenosed chronic total occlusion located in the calcified and moderately tortuous right superficial femoral artery. Pre-dilation was performed with an unspecified balloon and a non-bsc stent was used. Next post dilation was performed with a 5.0 x 20 mm sterling balloon, however the balloon ruptured at 4 atms on the 2nd inflation. The procedure was completed with this device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).